Event description:
A report was received that the patient was experiencing headaches. The physician did not know the cause for the headache but does not believe that it was device related. The patient underwent an explant procedure and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient started to experience headache after being implanted with scs system. The patient was still experiencing headache after being explanted. No further course of action will be taken.

Event description:
A report was received that the patient was experiencing headaches. The physician did not know the cause for the headache but does not believe that it was device related. The patient underwent an explant procedure and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70 serial/lot #: (B)(4), description: infinion 70 cm lead kit model #: sc-3400-30 serial/lot #: (B)(4), description: 30 cm splitter kit model #: sc-4316 serial/lot #:(B)(4) description: clik anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility.